Event description:
It was reported that a spectrum pump does not recognize a closed door. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of does not recognize a closed door but could not reproduce it during evaluation. Evaluation found that the unit was able to recognize the door opening and closing without any issue. Evaluation also found a severed motor mount screw on the bottom of the link which, when caught in the hole of the link, would not allow the link to close the door properly causing the device not to recognize the closed door. The motor assembly, including the screws, was replaced to correct this condition.